Event description:
The customer reported that the insulin pump had a button error alarm. Troubleshooting was performed, and the customer was unable to clear the alarm. During the call the customer stated that she woke up with low blood glucose and paramedics were called. The customer was treated at her home with glucose and an insulin drip. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm as a result of a corroded keypad trace. Further testing could not be performed due to the button error alarm.